Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The suturing devices were being used to oversew the sleeve. The suturing devices were difficult to toggle, difficult to load, and difficult to unload. In order to resolve the issues and complete the case, opened a new suturing device. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted: device two and device three were both returned loaded with needles. The needle loaded in device two was bent and under microscopic inspection no other abnormalities were observed. Device three was received with an improperly loaded needle that was loaded upside down. The bottom unloading button of device three was disengaged, the plunger was intact and showed no signs of shearing or breakage, the disengaged button was not returned with the device. Witness marks from the needle tip impacting the beveled wall were observed for device two and device three, none were observed for device one. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device one and device two, no functional testing was performed on device three as it had a disengaged button. Devices were loaded with a needle from the post marketing vigilance inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device two was found to not function properly as needle toggle outside of jaws and disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the device two but difficulty was experienced in toggling the needle in it as the needle would hit the bevel walls at times. Device one was found to function properly and needle remained intact. No difficulty was experienced in loading, unloading or toggling the needles in the device one. If information is provided in the future, a supplemental report will be issued.